Event description:
Roi-c : bent anchoring plate during insertion then broken cage according to the reporter: surgeon was inserting the anchoring plates in the peek interbody cage and while the implantation process the anchoring plates bent causing the peek interbody to crack causing surgeon to remove the interbody cage and plates. Surgeon proceeded to use new blades and again they bent but peek cage stayed intact. Surgeon proceeded to try a new set of plates. No impact to the patient. Delay inferior to 30 min. A second complaint is opened on second bent anchoring plates (B)(4). Additional informations received on (B)(6) 2018, according to the reporter : patient had great results. Doing well post op. This is level c4/c5 which is involved in the issue. Implant properly loaded on inserter the axis of the disc space was respected. Anchoring plate impaction sequence was respected. The issue occured with the first, upper anchoring plate. No anchoring plates were implanted in the same slot the patient had hard bone. No x-rays available. Additional information received on (B)(6) 2018 : 2 anchoring plates were bent prior to 3rd attempt that was successful. Additional information received on (B)(6) 2019 : the short starter awl were not used before the two pairs of anchoring plates which bent.

Manufacturer narrative:
This medwatch is submitted to send the final report. Product was not returned to ldr medical. No visual and functional evaluation can be performed. The review of the device history records and traceability is in progress to identify if there is any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the zper, the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found the cause is a user error. Indeed, as reported, the patient has extremely hard bone and the sterile starter awl were not used. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the anchoring plate is a simple and effortless step. Nevertheless, in order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. Its use is left to the surgeon¿s own estimation, according to his experience of surgery, of the product, of the patient preoperative assessment, and per-operative signs on the bone density of the instrumented level(s) (step 7: anchoring plate insertion). The investigation found no evidence to indicate a device issue. Root cause : user error.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report; description of event or problem; date received by MFR; type of report; follow up type & additional narrative were updated. Additional information received on december 3rd 2018 : the patient had extremely hard bone. In conclusion, 2 anchoring plates were bent prior to 3rd attempt that was successful. Information were requested in order to collect more information about the case. And to identify in which order the starter awl was used. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c : bent anchoring plate during insertion then broken cage. Dr.(B)(6) was inserting the anchoring plates in the peek interbody and while the implantation process the anchoring plates bent causing the peek interbody to crack causing dr. (B)(6) to remove the interbody and plates. Dr. (B)(6) proceeded to use new blades and again they bent but peek stayed intact. Dr. (B)(6) proceeded to try a new set of plates. Additional informations received on november 28th 2018 : patient had great results. Doing well post op. Level c4/c5 was implanted. According to the reporter surgical technique was respected . The axis of the disc space respected . According to the reporter the surgical technique respected for anchoring plate impaction sequence. The issue occured with the first , upper anchoring plate. First anchoring plate was fully seated. According to the reporter , no anchoring plates were implanted in the same slot the patient had hard bone. In addition the short awl was used after the first blade was inserted and bent on impact after using impactor 1 . Additional information received on december 3rd 2018 : the patient had extremely hard bone. In conclusion, 2 anchoring plates were bent prior to 3rd attempt that was successful.

Manufacturer narrative:
The review of the device history records is in progress to reveal if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident. Investigation still in progress. Conclusion is not yet available . Scrapped by hospital.

Event description:
Roi-c : bent anchoring plate during insertion then broken cage. Dr.(B)(6) was inserting the anchoring plates in the peek interbody and while the implantation process the anchoring plates bent causing the peek interbody to crack causing dr. (B)(6) to remove the interbody and plates. Dr. (B)(6) proceeded to use new blades and again they bent but peek stayed intact. Dr. (B)(6) proceeded to try a new set of plates. Additional informations received on november 28th 2018 : patient had great results. Doing well post op. Level c4/c5 was implanted; according to the reporter surgical technique was respected; the axis of the disc space respected; according to the reporter the surgical technique respected for anchoring plate impaction sequence. The issue occured with the firts , upper anchoring plate; first anchoring plate was fully seated; according to the reporter , no anchoring plates were implanted in the same slot; the patient had hard bone.